Event description:
It was reported that the connecting tube could not be connected to the channel connector in the reprocessing basin. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d8, d9 and h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the customer's reported issue was confirmed as it was noted that one side of the locking levers broke off. Based on the results of the investigation, it is likely that external stress was applied by the user to the lock lever of the connecting tube toward incorrect direction, which led to breakage of the tube. Therefore, the tube was unable to be connected. However, a definitive root cause could not be determined. The instructions for use warns the inspection method associated with the event in: preparation and inspection 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.